Event description:
It was reported that the patient experienced pain requiring medication. Obsidio was selected for use. The patient presented with a bleeding duodenal ulcer which was unable to be controlled endoscopically. The patient was referred to interventional radiology (ir) for an angiogram and gastro duodenal artery embolization. There was no active bleeding identified on angiography but the patient was to undergo empiric embolization of the gastroduodenal artery (gda.) A 2.8 non-boston scientific microcatheter was advanced into the gastroduodenal artery (5mm in diameter proximal, 3mm distal) and the tip of the catheter into the right gastroepiploic artery (1-2mm in diameter). Deployment of obsidio was initiated using the "pullback" technique. Obsidio was injected with more pressure than the physician predicted would be necessary. The obsidio flowed more distally through the right gastroepiploic artery than the physician was intending. The rate of injection was increased and at that point the obsidio began to come back along the microcatheter through the gda to its origin to successfully embolize the gda, as intended. The physician used 2 syringes of obsidio with delivery of 1 ml total. After completion of the procedure, the patient began experiencing increased abdominal pain to the level of 8 out of 10 and nausea. Prescription intravenous (IV) medications were administered and the patient was sent to for a computed tomography (CT) scan for follow up imaging. The CT scan showed complete embolization of right gastroepiploic and gastroduodenal arteries. After approximately 1 hour, the pain decreased to 3 out of 10. The patient was doing well the next day with no pain or bleeding.

Manufacturer narrative:
A2: age at time of event- over 70 years of age.